Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-11-2017 with the following findings: the black box showed a replace battery alarm on (B)(6) 2017 at 21:22 followed by pump reboots beginning (B)(6) 2017 at 17:24; insulin deliveries never resumed. The battery compartment was cracked above and below the bumper pad with corrosion observed inside. The battery cap was not returned; a test battery cap was able to fit to maintain electrical connection and was used to complete a 24hr duration test; there were no pump reboots duplicated during that time. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The leak test failed with battery compartment leak. The pump cover was removed and no further evidence of moisture or damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that day the patient experienced a blood glucose greater than 600mg/dl with dizziness, loss of consciousness, symptoms of dehydration, and vomiting, associated with an alleged power issue. Reportedly, the patient resumed pump therapy after replacement. The patient was treated in the emergency room by their healthcare provider with intravenous fluids, and insulin via injection. During troubleshooting with customer technical support, it was revealed there was no power to the pump, the battery compartment was cracked, and there was moisture in it. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.